Manufacturer narrative:
The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Regulatory agency reported pathological markers cd30+ and alk- confirming alcl. The device was discarded.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported for left side "patient presented with a left sided seroma around the implant. The patient underwent an MRI showing the possibility of a left implant related lymphoma". The histology reveals this is a b-cell lymphoma. B-cell lymphoma is not related to the device. Device has been explanted. Treatment: device explant, capsulectomy.